Manufacturer narrative:
(B)(4). It is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not delivering insulin. Customer's blood glucose level went up to 455 mg/dl. The customer treated with the insulin pump to deliver a bolus and with an injection shot. Customer's blood glucose level dropped to 34 mg/dl. The customer treated their low blood glucose level with food. The device was not returned.